Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the monitor displayed a service code 203. The cause for the failure was isolated to contamination on the j1003aa pins on the defibrillation pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.